Event description:
Additional information received noting the event resolved a little less than two and a half months after date of onset.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2cc of juvéderm® volbella¿ xc in the lips and 5cc of juvéderm® voluma¿ xc in the cheeks/jawline/chin. Approximately two months and a half months later, patient experienced swelling in the lips and painful nodules over cheeks and other areas, further clarified it as "allergic reaction." Patient was treated with medrol pack and doxycycline. Event is currently ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03358 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2021-03360 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product of juvéderm® voluma¿ xc.